Event description:
It was reported that the 6800 system had a dose rate error and needed calibration. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The dose rate was calibrated during the service call. The system was tested and found to be working as intended and put back into service.